Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced an arrhythmia. Upon review, it was noted that the right ventricular (rv) lead exhibited failure to deliver shock, over-sensed noise and low defibrillation impedance. No intervention was reported. There were no patient consequences.